Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received under delivering. Customer experienced a high blood glucose and the blood glucose value was 4.7 mmol/l. Customer treated with boluses and manual injection. Customer stated that he insulin had a multiple pump error alarm and the insulin pump was able to rewind. The insulin pump will not return for the analysis.